Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d4 (product catalog no, UDI no), g3, g4, g6, h2, h6, h10, h11 corrected fields: d1 (brand name), g4 (PMA/510(k). This supplemental emdr represents the bard/davol ventralight st mesh using echo ps (device 1). An additional supplemental emdr was submitted to represent the ventralight st mesh using echo ps (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2017 ¿ patient was diagnosed with incarcerated ventral incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device 1). Per op notes, ¿dense adhesions involving the liver and a small piece of omentum incarcerated into the ventral incisional hernia. A ventralight st mesh using echo ps (device 1) was placed into abdominal cavity using tacks.¿ on (B)(6) 2019 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device 2). Per op notes, ¿an recurrence was noted just to the midline next to prior mesh (device 1). An ventralight st mesh using echo ps (device 2) was used to cover the defect using tacks.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on (B)(6) 2017 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.